Manufacturer narrative:
Pump was received with a cracked retainer ring. Unit passed active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0867 inches. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred on (B)(6) 2023 07:15:16.000. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thus. Pump error 63 (variable 3) was found in the history files on (B)(6) 2023 00:48:43.000. No alerts/alarms/anomalies noted during testing. Pump error 54 (file number: (B)(4); line number: 1576) alarm confirmed on (B)(6) 2023 01:49:40.000 in the history files due to a hardware error. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, a cracked retainer ring was noted during inspection. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked retainer. Pump error 54 were confirmed due to a hardware error. Device test failed was confirmed due to failed self test and sleep current measurement test. Unable to confirm low bgs. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Cracked retainer ring damage was confirmed. Unexpected battery power loss was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer experienced hypoglycemia with the blood glucose value of 42 mg/dl and 44 mg/dl. The customer also received pump error 63, hardware low level failures. Troubleshooting was performed. And the current blood glucose value was 106 mg/dl. The customer does not report any symptoms related to low blood glucose. And the hypoglycemia was treated with food and glucose tablets. The pump was used with 48 hours of the reported event. The customer was able to clear the alarm and complete pump rewind. The pump failed self test. And the error table indicated, that the pump should be replaced. No further patient complications were reported. The customer will discontinue to use the device. And the insulin pump will be returned for failure analysis.